Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were getting not found communicator and therapy increase not available when trying to adjust their therapy. Patient said they were having an issue with the upper cervical implant not wanting to connect. Patient stated that it was not wanting to connect but would connect; agent understood as the communicator, but that they couldn't change the settings to go any higher. Patient said they had group a, b, and c and they had been using group c. Patient then said that yesterday they were going to increase the stimulation, but got the message that the therapy increase was not available. Patient confirmed that all groups were displaying the same message. Patient noted that they knew there was more above it because at night they would manually turn the stimulation down, so they knew that there were more settings above than what they turned it down to. Patient said that they talked to their rep, and that they tried a couple different things, but the representative told them to call patient services to see if they could help them through what was going on. During the call, patient closed out of all apps. Patient reset the handset and communicator. Patient tried pairing the communicator to the handset and was able to see their main therapy screen. Agent reviewed with the patient that the implant was in an out of regulation state and that the patient may need to be reprogrammed to better optimize their therapy. The patient was redirected back to their healthcare provider (hcp) to further address the issue and to meet with a representative. 2025-02-04 e1 (rep): no new information as received. Rep reported on 09/13/24, patient's cervical stimulation was reprogrammed, patient has a new group b and group c with left side of c overage and show electrode 0, 2 5 as do not use. Patient said this is the first time she was able to get left side of coverage. Reprogrammed he thoracic unit to cover more of her back area. Pt was getting back coverage and bilaterally down both legs. Patient very happy after the end of the programming session. (B)(6) 2024 patient came in with settings not available. 0, 1,2,3, 7 are out of range. Only contact 4 is left on the left side for programming. Patient seen on (B)(6) 2004. The physician was aware of all of the issues the patient was having with her ¿settings not available¿ messages. Discussed with him at length. Patient was scheduled for a lead revision. That surgery took place on (B)(6) 2025. Rep reported that manufacturer representative was notified of the lead revision on (B)(6) 2024, at that notice, there was no information on why the revision was being done.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead product ID tm91scs2 serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the paddle lead was removed and new leads were placed. Rep reported that the issue has been resolved, but the leads would not be returned. In rep's note history, it was noted that pt was reprogrammed to cover their left side on (B)(6) 2024. Group a was left in place and group b and c with left side coverage. Electrodes 0, 2, and 5 showed do not use. It was noted that was the first time pt was able to get left side coverage. Pt's thoracic unit was reprogrammed to cover more of their back area. They were getting back coverage and down both legs. Pt was happy after the end of the session. They noted that on (B)(6) 2024, the patient came in with settings no available. 0, 1, 2, 3, and 7 were out of range. They reprogrammed the pt and only contact 4 was on the left side for programming.